Event description:
It was reported via medwatch report, "patient ett popped off from the hub five times. Anesthesia replaced the ett". No report of patient harm or injury.

Manufacturer narrative:
(B)(4), medwatch report#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Medwatch report#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported via medwatch report, "patient ett popped off from the hub five times. Anesthesia replaced the ett". No report of patient harm or injury.